Event description:
It was reported the patient had recently re-injured his back and it kind of changed where the wires were. It was noted it was kind of a slow progression over the last couple of weeks. The patient had moved two months prior and did not have a follow-up physician yet. The patient was looking for a local manufacturer representative to reprogram his implantable neurostimulator. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n330597, implanted: (B)(6) 2012, product type: accessory; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).